Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the hand piece device was too hot to hold. The event was not reported to have occurred during surgery. It was not reported if there any delays to the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering was unable to confirm the condition due to the condition the device was received. An assignable root cause was not determined. However, during evaluation the burr lock mechanism assembly was disassembled and the two springs for the lock tabs had failed and were not pushing on the lock tabs to secure the cutter. One of the springs was also out of place due to the handpiece being run without a cutter inserted. The assignable root cause was determined to be due to component damage caused by user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.